Event description:
With history of left breast ductal carcinoma in situ status post left-sided mastectomy in 2011, with placement of left breast tissue expander for immediate reconstruction. Since the time of her surgery, she has had three tissue expansions to a total of 250 cc.